Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inadequate capture issue was observed on the rv lead. Patient was asymptomatic. The inadequate capture threshold issue was observed on the lead since lead implant. Lead repositioning was planned. No further information available.